Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an overdose. The patient experienced numbness in the legs. The pump was set to a minimum rate mode. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.